Event description:
The medical team placed an impella cp to support a patient admitted in shock. The team then decided to transfer the patient for more advanced support to the (B)(6). B)(6), at admission, found the patient was suffering from hemolysis and began dialysis for the renal issues.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No benchtop analysis and testing to root cause is possible. Should the manufacturer be furnished with more details that lead to root cause, a final report will follow.